Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal please describe any medical/surgical intervention required for this suture event including dates and results. Scan scheduled two months after the cesarean to allow its exact location and depending on scheduling an intervention to remove it what symptoms did the patient experience following the index surgical procedure? Post-operatively hasn't felt anything yet. Onset date? Nothing what was the source and triggering event of bleeding? Question not adapted what was the volume of blood loss? Question not adapted did the patient bleed 200 cc with the amniotic fluid? Question not adapted how was the bleeding treated? Question not adapted what instruments were used to grasp the needle? An adapted needle-holder where was the needle grasped during use? Usual use by a surgeon who has been practicing this procedure for many years and in its usual and classic use were x-rays performed to localize the needle fragment? Scan scheduled two months where is the retained needle located/in what structure? In the uterine muscle when the uterus closes during a cesarean. Impossible to recover it without bleeding and causing the needle to migrate deeper were there any patient consequences due to the retained needle? Patient informed, must undergo an examination and perhaps be taken back to the operating room to retrieve the needle are there plans for removal of the retained needle? Yes what is the physician¿s opinion as to the etiology of or contributing factors to this event? Weakness of the needle at the junction with the thread.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample revealed that twelve packets that pertain to product code jv3170 were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2023 and suture was used. During the hemostasis, a suture pulled off and the needle remained in the uterine muscle. After the advice from the surgeon, it was not possible to retrieve the needle because the left angle was bleeding. The surgery was continued and the patient did not bleed 200 cc with the amniotic fluid. The patient was informed and has to undergo a scan in 2 months. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the source and triggering event of bleeding? What was the volume of blood loss? Did the patient bleed 200 cc with the amniotic fluid? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Where is the retained needle located/in what structure? Were there any patient consequences due to the retained needle? Are there plans for removal of the retained needle? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.